Manufacturer narrative:
Pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with normal operating currents. No unexpected low battery alarm noted. Pump monitored with the test energizer alkaline battery for several days and the test battery removes properly from the battery compartment noted. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Event description:
Customer reported via phone call of having high blood glucose and kept having to adjust basal rates due to blood glucose. Customer's blood glucose ranged between 220 mg/dl and 500 mg/dl within about one hour. Customer reported that battery longevity was about five days but was not able to remove battery due to being stuck in insulin pump. Insulin pump would be replaced.